Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: a review of the black box showed no alarms related to the prime issue. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms or prime issues occurred. The force calibration testing passed. The prime issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment had moisture and a leak. The battery compartment was cracked from the case seal to the grip pad. The battery cap threads were stripped and a battery cap was unable to fit to a returned pump or test pump. The test cap fit for testing. Additionally, the display was dim with a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump could not be primed. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.